Event description:
It was reported that a month following surgery for the inflatable penile prosthesis, the device would not inflate. The pump collapsed and the fluid would not fill the cylinders. The physician made several attempts to inflate the prosthesis without success, as well as the maneuvers to reset the system. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a month following surgery for the inflatable penile prosthesis, the device would not inflate. The pump collapsed and the fluid would not fill the cylinders. The physician made several attempts to inflate the prosthesis without success, as well as the maneuvers to reset the system. The patient had the inflatable penile prosthesis cylinder and pump components replaced. No patient complications were reported.

Event description:
It was reported that a month following surgery for the inflatable penile prosthesis, the device would not inflate. The pump collapsed and the fluid would not fill the cylinders. The physician made several attempts to inflate the prosthesis without success, as well as the maneuvers to reset the system. The patient had the inflatable penile prosthesis cylinder and pump components replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinders passed visual inspection and there were no visual damages or abnormalities found. Both cylinders passed the leakage test. Both rear tip extenders (rte) passed visual inspection and there were no visual damages or abnormalities found. The pump was visually inspected, leak tested, and functionally tested. The kink resistant tubing (krt) was worn to the filament. The pump passed the leak test. The krt with the window quick connect (wqc) from the pump to the reservoir was trimmed. The pump did not pass the deflation testing or the activation testing. Based on the information available and analysis results, the reported clinical event of pump collapse and device inflation issues were confirmed. It can be concluded that pump failure was the most probable cause of the complaint, and the cause was traced to component failure.